Manufacturer narrative:
The qc recovery shows outliers on the date of the event. The alarm trace contained several reagent pipetting and reagent probe movement alarms. The root cause was determined to be a misalignment of the reagent probe due to fixing screws (grub screws) getting loose over time.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for six patients with the cobas 8000 - cobas e 602 module. Patient a: on (B)(6) 2021, the result from sample (B)(4) was 91.49 miu/ml. On (B)(6) 2021, the repeated result from sample (B)(4) was 0.1 miu/ml with a data flag. The result from sample (B)(4) was 0.1 miu/ml with a data flag. Patient b: on (B)(6) 2021, the result from sample (B)(4) was 378.2 miu/ml. On (B)(6) 2021, the result from sample (B)(4) was 0.1 miu/ml with a data flag. On (B)(6) 2021, the repeated result from sample (B)(4) was 0.1 miu/ml with a data flag. Patient c: on (B)(6) 2021, the result from sample (B)(4) was 1310 miu/ml. The repeated result was 73.34 miu/ml. On (B)(6) 2021, the second repeated result was 28.68 miu/ml. Patient d: on (B)(6) 2021, the result from sample (B)(4) was 228.4 miu/ml. On (B)(6) 2021, the result from sample (B)(4) was 0.1 miu/ml with a data flag. On (B)(6) 2021, the repeated result from sample (B)(4) was 0.1 miu/ml with a data flag. The repeated result from sample 1002813012 was 0.1 miu/ml with a data flag. Patient e: on (B)(6) 2021, the result from sample (B)(4) was 0.1 miu/ml with a data flag. On (B)(6) 2021, the result from sample (B)(4) was 227.9 miu/ml. On (B)(6) 2021, the repeated result from sample (B)(4) was 0.1 miu/ml with a data flag. Patient f: on (B)(6) 2021, the result from sample (B)(4) was 221.5 miu/ml. On (B)(6) 2021, the result from sample (B)(4) was 0.1 miu/ml with a data flag. The questionable results were reported outside of the laboratory. The reagent lot number was 516539. The expiration date was requested but not provided.